Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 4, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 170, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3:3331 - analysis of production records. Results code: 170 - manufacturing process problem identified. Conclusions code: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt confirming the presence of a discoloration inside of the reservoir lid. The reservoir was disassembled and confirmed that the discoloration was a buildup of material on the lid. The affected section of the lid was sent for ftir testing to identify the material. The material is used in the manufacturing process. A representative retention sample was reviewed and confirmed the retention unit had no anomalies. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, there was a white residue on the yellow leur cap. No patient involvement as this occurred during setup. The product was changed out. The procedure was completed successfully.